Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA. However, it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). Through follow-up communication, livanova (B)(4) learned inside that the device is placed within the operating room during use approximately 2-3 meters from the surgical field, facing the ventilation system. The unit is reportedly still in use and the customer plans to continue using the device and performing the cleaning procedure as described in the IFU. The customer was advised to continue monitoring the device and to perform additional sampling and testing following completion of the disinfection procedure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not available for return.

Event description:
Livanova (B)(4) received a report that water samples taken from a heater-cooler system 3t showed a high population of pseudomonas aeruginosa. The customer reported that the samples were taken shortly before performing the bi-weekly disinfection cycle. It was also reported that the cleaning instructions are performed according to the instructions for use (IFU) and that a pall filter is in use by the facility. There is no known patient involvement.